Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that vasospasm occurred during use of the distal access catheter. The physician administered 10mg of verapamil to alleviate the vasospasm. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, vasospasm is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that vasospasm occurred during use of the distal access catheter. The physician administered 10mg of verapamil to alleviate the vasospasm. No further information is available.